Event description:
Trident and competitor devices (the exact catalog numbers of them are unknown at this time) were implanted in the patient. The doctor found redness at the wound site of the patient and asked the stryker japan if the redness was due to a metal allergy of the implanted devices.